Manufacturer narrative:
Additional info: visually confirmed driver shaft broken at tab fillets. Microscopic examination of the fracture surfaces provide some evidence of fatigue at the area of fracture propagation origination, subsequently followed by brittle overload, with identifiable chevrons that are an indication of overload. Fracture surface morphology and crack propagation direction suggest the fracture origin near the base of the retention fingers and propagated around the diameter of the driver. Shaft diameter and shaft material hardness examined and found to be within print specification. After visual, optical and dimensional and physical examination, no evidence was found that would suggest a defect in manufacturing or processing of the instrument; unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver broke during final tightening of the last set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.